Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The health care professional provided the patient has an escape rhythm. Technical services suggested this crt-p be replaced urgently. Additional information provided in safety mode programming the patient experienced discomfort from pectoral stimulation. In addition, premature battery depletion was exhibited. This device was subsequently explanted. Another device was implanted to complete this procedure. This crt-p is expected to be returned for analysis but has not been received at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. The health care professional provided the patient has an escape rhythm. Technical services suggested this crt-p be replaced urgently. Additional information has been requested but was not provided at this time. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.